Event description:
On (B)(6) 2024, this patient underwent an emergent endovascular treatment for an imminent rupture of left common lilac artery aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath (sheath). After successfully deploying the proximal trunk of a trunk - ipsilateral leg endoprosthesis (cxt281412) on patient¿s left side, a contralateral leg endoprosthesis (plc161200j) was to be implanted on the right side. The treatment length measured about 10cm which was little shorter than plc161200j, therefore, the physician planned to push up the device upon deployment. Upon delivering plc161200j to the target lesion, a 12fr sheath started to come outside of the patient for about 10cm. Without the support of the sheath, the physician was unable to push up the device as planned, and the device unintentionally landed on the right external iliac artery upon deployment. The ostium of the right internal iliac artery was covered. No additional treatment was performed for the unintentional vessel coverage. The patient tolerated the procedure. Reportedly, the operating physician had little experience in endovascular procedure and lacked the basic technique of holding the sheath during the device advancement.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: gore® excluder® aaa endoprosthesis instruction for use (IFU) states as follows: [pre-treatment planning] 1. Measure accurate size of the aneurysm, and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. [Positioning and deployment of the contralateral leg endoprosthesis] 9. Stabilize the contralateral leg delivery catheter around the entry of the introducer sheath and stabilize the introducer sheath relative to the patient¿s access site. [Adverse events] 2) other adverse events: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.